Manufacturer narrative:
Please note this MDR is a follow-up report specific to initial manufacturer report number 3004464228-2015-0193 and legacy identifier (B)(4). This report is being sent to provide the investigation results of the returned device. Returned device was evaluated and performed within specification. No issue found that would have contributed to the patient's diabetic ketoacidosis.

Event description:
The patient¿s mother reported that her daughter was confused and disoriented so she took her to the hospital. Upon arrival she was admitted to the pediatric intensive care unit for diabetic ketoacidosis and a stomach bug. They placed her on an intravenous therapy to help bring up her ph and lower her blood glucose (exact bg level was not provided). She was unable to go through the history in the pdm as it was missing basal rates, bolus information and the time in the pdm was off by an hour. She is still currently in the hospital at the time of the call.